Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted (z-syndrome) 2 months post lens implant. The pt noticed a decrease in vision. The pt also had a 1-2+ pco. Pt is to return to the clinic for possible yag. This report pertains to the pt's left eye.